Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. The iesu has been returned and evaluated by the failure analysis (fa) team. Fa could not reproduce the reported failure. The unit energized, cauterized, and all ports recognized the instruments. A c-43 error upon start-up appeared on iesu. As a safety precaution the unit will be returned to OEM for further investigation. No images or video were submitted for review. System log review was performed. Per the review, the following was confirmed: a procedure was performed on system sk3493 on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the customer abandoned the erbe after the start of the procedure due to energy activation issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered continued problems firing both monopolar and bipolar energy with the erbe. The technical support engineer (tse) reviewed the logs and found repeated erbe errors c-30, c-38, and m-11. The customer had already power cycled the erbe, changed power cords and instruments, but still were unable to activate energy. The customer continued on with the case using the force triad. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the procedure was completed as planned without any injury or harm to the patient. System functionality was not checked prior to starting the procedure, however it initially powered on without errors. The generator would error and then cauterize, causing delayed cauterization. The issue occurred during the procedure and was resolved after connecting the vision side cart (vsc) to the third party generator. The customer provided the age, gender, weight, and race of the patient as well.